Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts have been made to follow up with the customer. No further information provided.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Reportedly, the customer was not sure if blood glucose level was affected.